Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose due to over delivery. The customer¿s blood glucose level was 40 mg/dl at time of incident. Customer's current blood glucose is 95 mg/dl. Customer treated with banana .customer received a low battery alert prior to the replace battery now alarm customer has been experiencing low blood glucose for just this morning. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Customer does not allege pump was over delivering. Customer declined to troubleshoot the pump. Customer states that he may have delivered a bolus in error. Customer states that after changing the battery the screen did not come on right away appeared to be on the between screen and he delivered a bolus. The insulin pump will not be returned for analysis.